Event description:
It was reported that during use, while the patient was on extracorporeal membrane oxygenation (ECMO), this vitalflow console instrument's screen turned white/yellow when viewing the message screen. After 5 to 10 seconds, the screen rebooted back to its original state, displaying numbers relevant to the current case. This issue did not recur during the ECMO run, which continued for an additional two weeks after the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the instrument was used to complete the procedure. Investigation at the contract manufacturer has identified the reported issue, a white screen followed by an e70 error (gui connection lost), was determined to be a software bug in the code that generates the alarm history screen which causes the screen to reset the first time the alarm history screen is viewed if a large number of alarms had been logged before viewing the screen. The instrument issue occurred during patient support. There was no adverse patient effect associated with this event. Additional investigation information, corrective and preventative actions will be documented in the medtronic corrective and preventative action plan (CAPA) track wise event that will be initiated. Unable to confirm customer complaint. Tested device for 30 minutes with no fault. Repair on the vital flow device will not be performed per business agreement. No further action required medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.